Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were able to be confirmed. During the device evaluation it was observed that there was no air and water flow due to foreign material clogging the nozzle, that could not be removed. This finding is due to incorrect or insufficient reprocessing of the scope. If the scope was processed correctly, this finding may be due to buckling of the nozzle or due to a gap on the insertion section or boot. As a result of this finding, aspiration of the air and water channel was not possible. It was also observed that the reported angle malfunction was due to stretched angle wires. Upon further inspection, it was observed that there was a gap in the adhesive on the bending section cover. It was also observed that the resin was discolored and cracked due to deterioration caused by chemical stress applied during the cleaning sterilization and disinfection (cds) process. Lastly, it was observed that the objective lens was cracked due to a shock caused by a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had no air and water flow. The customer also reported that there was an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the nozzle was clogged with foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: this product issue was discovered during post procedure water tightness testing, prior to routine reprocessing of the scope. The investigation is ongoing. A final report will be submitted upon completion of the investigation.